Event description:
During the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon into the pt and inflated the occlusion balloon to occlude the vessel. The physician was in the process of starting the intervention and noticed that the occlusion balloon had deflated unexpectedly. The physician attempted to re-inflate the occlusion balloon and the occlusion balloon inflated then deflated. The physician removed the device and completed the case without protection. The pt is reported to be fine. The device was discarded and will not be returned for eval.